Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor saline smooth breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on a future date of (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's date of explantation was updated to (B)(6) 2021 and that they underwent bilateral removal and the bilateral replacement with the following devices: (right) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 9614775 sn: (B)(6) and (left) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 9614775 sn: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, he mentor failure analysis lab received the device for evaluation. Per returned device, the brand name was updated to unknown saline implants textured. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 325cc breast implant had parallel lines of shell wear on the anterior aspect. In addition, a tear was observed within one of the lines of shell wear, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).